Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2011-04620. The pt received two trial leads on (B)(6) 2011. As the pt was leaving the hosp and got in his car, suddenly the stimulation stopped. The sjm rep met with the pt at the dr's office and tried to reestablish stimulation, but the impedance was high for all contacts. F/u found the pt's trial leads were removed as scheduled.